Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the medical records allege that a bard g2 filter was implanted in the ivc below the level of renal veins without complications. Approximately, a month later, CT demonstrated right pleural effusion, mild pericardial effusion, and patient was also noted to have an incidental pulmonary embolism. Approximately after 1 year 7 months, patient underwent trans jugular liver biopsy and hepatic venogram, which also revealed ivc filter at l3 level with more than 20degree tilt. Later, the patient underwent sto-organ transplant surgery, venous reconstruction of the kidney, and intraoperative placement of nephroureteral stent. A month after organ transplant surgery, patient was diagnosed with subcutaneous wound infection and underwent laparotomy. In the subsequent month, the patient was admitted in hospital with diarrhea, myalgia, back pain, and abdominal pain in the surgical wound area, a CT showed tilted filter at the l3 level with 2 struts protruding ivc and aorta, in which one strut embedded into luminal area of aorta. Ivc filter was successfully removed without adverse events. Therefore, the investigation is confirmed for filter tilt and perforation. After the filter deployment, the patient had multiple abdominal procedures including organ transplant and a laparotomy. Therefore, procedural issues may have contributed to filter perforation. However, based on the available information, the definitive root cause for filter tilt and perforation is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The IFU (instructions for use) states: warnings: movement, migration, fractures or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and/or dislodgment due to large clot burdens. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. (Expiry date 06/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and a detached limb embedded in the aorta. The device was removed; however, there were no reported attempts made to retrieve the detached limb. The current status of the patient is unknown.